Event description:
I plugged in my unimom opera breast pump to power, connected my flanges and proceeded to turn the unit on. Occasionally the unit would provide a very strong suction pull and shut off while maintaining that pull on the nipples. It was very painful and I could only break the seal by placing a finger between my nipple and the flange or disconnecting the back flow protector/tubing. The suction was so strong the latter technique required a really strong pull. It was very painful, nipples were very sensitive afterwards. When unimom opera was contacted, I was instructed to not use the pump while plugged in because it could potentially damage the central unit or cause a power surge that could result in a strong suction pull. When speaking with customer service I referenced both the operator manual and website, which indicate that the pump can be used while plugged in. I was told they are in the process of updating manual and website to provide clearer guidance regarding the use of the pump while it's charging. Of note this is the 3rd pump that has been replaced due to suction issues, the first 2 being due to decreased suction. I noted all 3 pumps were dated 11/2024. Breast feeding. Reference report mw5170648, mw5170649.